Manufacturer narrative:
Unique identifier (UDI)# (B)(4).

Event description:
The customer complained of a questionable qms gentamicin immunoassay (qms gent) result for 1 patient sample tested on a cobas 6000 c (501) module. The initial qms gent result was 3.8 ¿g/ml. The initial result was released outside of the laboratory, but was questioned by the doctor because the patient had not been administered gentamicin in over 48 hours. The original sample was retested on another analyzer with a qms gent result of 0.6 ¿g/ml which was considered to match the patient's clinical picture. The patient had a new sample drawn and obtained a qms gent result of 0.6 ¿g/ml. There was no adverse event. The qms gent reagent lot was 72894697 and expiration date of 31-aug-2018. Qms gent is a non roche product that is manufactured by microgenics. The customer was using false bottom tubes with the appropriate rack adapters. The field engineering specialist performed mechanism checks and a general system inspection. He found the gear pump pressure was low. He increased the gear pump pressure. He performed precision testing with acceptable results. The customer performed successful qc testing. The customer stated that following the service visit there have been no further issues.

Manufacturer narrative:
A general reagent issue can be excluded since the rerun result gave a correct result. The investigation was unable to find a definitive root cause.